Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the batteries in the patient programmer (pp) were depleted and needed to be changed. The patient replaced the batteries and was able to use the pp. The patient saw an end of service (eos) screen on the pp after changing out the batteries. The patient went to turn on the ins and was able to feel stimulation. No symptoms or complications were reported.